Event description:
As reported by customer in another country, air is entering the 30 in. High pressure contrast injection line at the luer connection. There has been no air injection or patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned, to date, it has not been received by the manufacturer. Therefore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.